Manufacturer narrative:
As received, the device was returned for analysis in backup operation. Visual examination of the device found an electrocautery mark on the can, and analysis of the device image indicated that device went into backup operation before severe code corruption occurred. The battery data could not be retrieved. Analysis performed after installing a new battery and reloading the product code did not reveal any anomalies. The original battery was depleted to end of life (eol) level. The eol battery voltage caused the device to go into backup mode and the inability to interrogate it. The implant duration was 7.87 years, which exceeded the device's 7.38 year projected longevity, and is considered normal battery depletion.

Event description:
During a follow-up, the device could not be interrogated. The device was explanted and replaced due to possible premature battery depletion. The patient was stable with no adverse consequences.